Manufacturer narrative:
(B)(4). The ventilator was evaluated and the oxygen sensor was replaced. The ventilator passed self-tests.

Event description:
It was reported that, during patient use, the oxygen readings were low. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.